Event description:
The customer advised they experienced a high incidence of hemolyzed tubes with multiple users. The customer advised the hemolysis is most often observed in sample tubes collected by nursing from an accessed line and a syringe, blood transfer device was used.

Manufacturer narrative:
Complaint (B)(4): received 9pcs 456087p/b230934f for evaluation. No customer pictures were provided. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, additive, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Additive content was found to be within specification in all tested samples. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not confirmed.